Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to closure dislodging as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes the stopper came out of tube. This occurred on 5 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: hemogard closure dislodging from tube. After the collection staff have collected blood into the sst it is placed in the centrifuge. After centrifugation the collection staff have noticed the hemogard closure has dislodged from the tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes the stopper came out of tube. This occurred on 5 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: hemogard closure dislodging from tube. After the collection staff have collected blood into the sst it is placed in the centrifuge. After centrifugation the collection staff have noticed the hemogard closure has dislodged from the tube.